Event description:
The customer complained of a no cine disk error message. This message will have resulted in a loss of cine function. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.